Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed the acid clean routine and ran precision for ecrea on three samples. The cse observed imprecise results on the first sample run. The cse replaced sample probe 2, reagent probe 3, reagent probe 4, and their corresponding drains. Cuvette wash probe a and the reagent probe 3 arm were replaced, the air and vacuum flow was checked, and the performance of cuvette wash was checked. The cse ran service methods tests and all values were within specifications. The cse performed the acid clean routine again, followed by another precision run where precision on all samples was acceptable. Siemens healthcare diagnostics has confirmed that in isolated cases when ecrea is processed immediately after the weekly automated acid clean routine during probe test, there is the remote potential for an elevation of greater than 15 percent in the ecrea result. While siemens understands that customers routinely run quality control (qc) after system maintenance, it is particularly important to run ecrea qc after the probe test to identify a potential elevated ecrea result. Customers in the united states were sent urgent medical device correction (umdc) vs-17-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) vs-17-01.a.ous in march 2017. The umdc and ufsn are entitled "elevated enzymatic creatinine (ecrea) results following dimension vista acid clean (acln) routine." The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer.

Event description:
A discordant, falsely elevated enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 1500 instrument. The ecrea result was obtained on the first test processed after the acid clean routine was performed. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting lower. The corrected results were reported to the physician(s).